Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. The catheter successfully attached to a test box with no anomalies noted. Electrodes 1-4 displayed acceptable resistance values ranging from 1.3 ohms to 1.9 ohms while the device was undeflected, deflected, and manipulated, with no open or short circuits detected. The resistance value between pins 11 and 12 read as 152.5 ohms and the value between 12 and 13 read as 25.1 ohms while undeflected, deflected, and during manipulation, which met specifications. The temperature response was checked at three settings: 25.0°c, 37.0°c and 90.0°c using a calibrated system. The catheter displayed the following temperature readings: 25.0°c, 36.7°c, and 93.1°c. The temperature response of the thermocouple was within specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
Related manufacturing reference: 2182269-2023-00017. During a paroxysmal supraventricular tachycardia (psvt) procedure, the generator showed the catheter temperature as high. The cable was exchanged with no resolution. The catheter was exchanged but the high temperature issue was not resolved and noise was also noted. The catheter was exchanged to a third one and the procedure was completed with no adverse consequence to the patient.